Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2023, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient said that the intermittent spastisticy was still there but since patient had no more pain, he wanted no new revision and accepted the situation as it was.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# serial#(B)(6), implanted: (B)(6) 2023, product type catheter, section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen (2000 mcg at 463.93154 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced intermittent baclofen underosage since early this summer in which the patient mainly experienced increased spasticity and itching. Furthermore, the patient also complained of pain in both lower limbs, described as a pinched nerve. Readout of the pump showed no error messages. A full spine MRI showed no structural suffering explaining the patient's complaints. A catheter occlusion was noted and a revision could be planned if the patient agreed.